Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer requested to send inventory pocket loads. A technical support specialist dialed into the server and resent the pocket load messages to the station with the coordination of customer and confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user had requested to send inventory pocket loads for a device. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.